Event description:
It was reported that part of a tunneler sheath broke off in the pt during the procedure and it was retrieved. No pt complications were reported.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation at the time of the report. The device is expected to be returned for evaluation. It was reported that part of the tunneler sheath broke off in the pt during the procedure and it was retrieved. No pt complications were reported. We reviewed our device history record, and all mfg operations were found to be within specification. A review of the lot history found this to be the only complaint for the reported lot. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.